Event description:
Consumer called to report erratic readings with her meter.also, were not consistent with the way she felt. Analysis run on consensus error grid using mean mean reading (238) as ref.point vs. Bd readings (387,89)yeilded some data points in the c zone of the grid, outside of acceptable limits.